Event description:
It was reported that this right atrial (ra) lead has noise on this lead. The noise was oversensed. This lead remains in use. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).